Manufacturer narrative:
Results - siderail timing link; siderail panels; motion interrupt pan.

Event description:
It was reported by service report that the head left siderail would not latch. It was further reported there were severely cracked siderail panels and the motion interrupt pan was missing. No patient involvement or adverse consequences are reported.